Event description:
The clinician reports the implant was inserted (B)(6) 2024 in ada 13. Details of surgery: ridge augmentation. On (B)(6) 2024, loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, pain, mobility, abscess and inflammation. No further patient complications were reported.